Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the very sick patient presented in hospital and needed chest compressions for unrelated reasons. During resuscitation, the patient experienced ventricular tachycardia (vt) episode that went undersensed due to suspected dislodgement of the right ventricular lead. The vt did not persist long enough to require external defibrillation. The patient¿s family member agreed to stop chest compressions and the patient died shortly after. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the primary cause of death is respiratory and cardiopulmonary arrest.